Manufacturer narrative:
Nova biomedical awaits the return of the device for evaluation. Should any significant findings be a result of that investigation, a follow-up report will be filed.

Event description:
It was reported to nova biomedical, that a consumer received a result of 73 mg/dl on their blood glucose meter. The consumer immediately performed another test using the same meter and strips getting the following result of 114 mg/dl. During troubleshooting, the integrity of the test strips was determined to be in range. The difference in the readings was determined to be clinically significant. The meter and test strips will be returned for evaluation.